Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.see h.10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced the catheter/adapter/hub was unable to connect to the mating component. The following information was provided by the initial reporter: on the morning of september 25, 2020 , the medical staff prepared to perform the painless abortion surgery for patient yu jiaqi in the operating room, preoperative nurse with closed type needle stick injuries prevention venous indwelling needle medicine for patients with venous indwelling, with 5 ml of the disposable use asepsis injector coat nipples and closed type needle stick injuries prevention of venous indwelling needle bd q - syte diaphragm end connection, when using find bd q - syte diaphragm end and injector coat nipple joint can't to connect, easy to emerge, the nurse immediately removed the nipple of the 5ml disposable sterile syringe and replaced it with the heparin cap attached to the closed needle-proof intravenous indwered needle, causing no harm to the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced the catheter/adapter/hub was unable to connect to the mating component. The following information was provided by the initial reporter: on the morning of (B)(6) 2020, the medical staff prepared to perform the painless abortion surgery for patient, (B)(6), in the operating room, preoperative nurse with closed type needle stick injuries prevention venous indwelling needle medicine for patients with venous indwelling, with 5 ml of the disposable use asepsis injector coat nipples and closed type needle stick injuries prevention of venous indwelling needle bd q - syte diaphragm end connection, when using find bd q syte diaphragm end, and injector coat nipple joint can't to connect, easy to emerge, the nurse immediately removed the nipple of the 5ml disposable sterile syringe, and replaced it with the heparin cap attached to the closed needle-proof intravenous indwered needle, causing no harm to the patient.